Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms. High thresholds were also observed. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation and suture sleeve as well as blood/body fluid in the lumen. Residual calcification was noted on the tip. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. Detailed analysis showed a gradual rise in the right ventricular (rv) pace and shock impedances over time. The residual calcification on the lead along with the device memory daily rv pace and shock impedance measurements shows this is consistent with calcification which has built up on the lead's distal tip. Analysis confirmed the allegation made against the lead in the field.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms. High thresholds were also observed. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.